Event description:
According to the reporter: the customer reports that the device broke in two parts during use. The surgeon used two other instruments from same lot with same problem.

Manufacturer narrative:
(B)(4).